Event description:
Reportedly, the ICD has some issue to connect with the smart monitor. At hospital, the ICD could not be interrogated with 2 programmers.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the ICD has some issue to connect with the smartmonitor. At hospital, the ICD could not be interrogated with 2 programmers.

Manufacturer narrative:
Analysis of the device revealed: - a failure of the high voltage transformer resulted in an overvoltage that damaged several components of the ICD circuitry. These damages led to an abnormal high current consumption from the battery and consequently an abnormal decrease of the battery voltage until 0v. - the root cause of the failure of the high voltage transformer is probably an insulation defect of the secondary windings of the high voltage transformer (component failure).